Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was deceased. The patient representative reported that their father passed away without the family knowing because the monitor failed to notify the family in the house. It was reported that the "machine didn't even register the occurrence." The patient representative called the physician's office who stated that they did not receive any indication that there was a problem occurring. It was also noted that at first, the device was "too sensitive" and would shock their father without a reason. The physician had to "recalibrate" the device. The disposition of the device is unknown.